Event description:
It was reported that the right ventricular (rv) lead failed. It was also reported that the left ventricular (lv) lead became dislodged during the rv lead extraction. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), outer insulation had cosmetic environmental stress cracking (esc), and there was apparent explant damage. (B)(4) partial lead segments were returned, analyzed, and no anomalies were found. It was noted that the defibrillator conductor was distorted, there were several conductors with blood/body fluid (not obstructed), defibrillator conductor was fractured (overstress), inner tubing was kinked/buckled, outer tubing overlay had cosmetic environmental stress cracking (esc), outer insulation was torn, the exposed defibrillator coil had a white substance, the outer insulation had white substance, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, lead was stretched, and there was apparent explant damage.